Event description:
A report was received that the patient's ipg site was infected. The symptoms of infection were redness and drainage. The physician placed the patient on antibiotics and was referred to an infectious disease physician for further testing.

Manufacturer narrative:
The serial number and expiration date of the product are unknown at this time.

Manufacturer narrative:
Additional information was received that the patient is continuing to improve and no further course of action is necessary.

Event description:
A report was received that the patient's ipg site was infected. The symptoms of infection were redness and drainage. The physician placed the patient on antibiotics and was referred to an infectious disease physician for further testing.

Manufacturer narrative:
Additional information was received that the physician reported that the patient had pockets of pus around the ipg and lead site. The patient underwent an explant and is reportedly doing well. Additional suspect medical device components involved in the event: model: sc-8116-70, serial: (B)(4), description: artisan surgical lead, 70cm. Explanted paddle lead will not be returned to bsn as it was discarded by medical facility. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional information received indicated that after an ultrasound guided aspiration of the wound, a communicating sinus was found with no pocket fluid. A superficial swab indicated (B)(6). The physician believes that the infection is device related and plans to start the patient on (B)(6) and (B)(6) and (B)(6).

Event description:
A report was received that the patient's ipg site was infected. The symptoms of infection were redness and drainage. The physician placed the patient on antibiotics and was referred to an infectious disease physician for further testing.

Event description:
A report was received that the patient's ipg site was infected. The symptoms of infection were redness and drainage. The physician placed the patient on antibiotics and was referred to an infectious disease physician for further testing.

Manufacturer narrative:
Additional information revealed that the infectuous disease physician will continue to treat the patient medically and without the need for surgical intervention. A review of the manufacturing documentation for the ipg revealed that no anomalies or deviations potentially related to the event occurred during manufacturing. A review of the sterilization documentation for the explanted devices found them to be satisfactory.

Event description:
A report was received that the patient's ipg site was infected. The symptoms of infection were redness and drainage. The physician placed the patient on antibiotics and was referred to an infectious disease physician for further testing.